Event description:
It was reported that the physician was attempting to treat a patient using a hawkone directional atherectomy device with a spider embolic protection device. The target lesion type was described as calcified with 100% stenosis. The artery diameter was reported as 5 mm and lesion length was 80 mm. The vessel was not pre-dilated. Access was obtained at the left common femoral artery. The sheath was placed up and over the aortic bifurcation with the distal tip in the right common femoral artery. The spider was placed in the distal, below the knee, popliteal artery. The hawkone device was used to treat both lesions successfully. Severe resistance was experienced during withdrawal. Fluoroscopy camera showed a loop and a kink in the guidewire was also noticed. Several attempts were made to free the loop and device but with no success. The sheath, wire and atherectomy catheter were then pulled back in tandem. Once the system reached the access point, the sheath was able to be withdrawn along with the majority of the atherectomy catheter but resistance was met again at the point of the wire loops. There was more wire/catheter manipulation and attempts to pull the device out during which the tip of the atherectomy catheter became detached. The patient was taken to surgery for a femoral cut down to remove the remaining wire and catheter tip. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.